Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was received for product evaluation. Visual inspection revealed that proximal end of the sheath was partially prolapsed into the sheath hub. The distal end of the sheath shaft was greatly accordioned, and the damage was confirmed under microscope. The sheath hub was observed under microscope to better see the prolapse sheath inside the hub. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the distal end of the glidesheath slender accordion. A 6fr slender with a 5fr jacky was used. The user stated that the issue occurred when torquing the jacky. The sheath inserted just fine. When the sheath was withdrawn it had an "accordion appearance". The procedure was completed successfully using another sheath, and the patient's condition was fine. Additional information was received on 14oct2019. The type of procedure was a diagnostic heart catheterization.